Event description:
Home patient (hp) reports difficulty priming patient line of automated peritoneal dialysis set. Hp uses 1 12 ft. Extension set for patient end with homechoice set. Hp was able to prime line after several reprime attempts. Per hp, no patient injury or medical intervention was required as a result of incident.